Event description:
It was reported that one week post implant there was increased impedance on the right ventricular (rv) lead. The rv lead was repositioned and is still in use. While attempting to reposition the rv lead, the right atrial (ra) lead became dislodged. The physician felt that the ra lead was stretched during removal and was reluctant to reuse it. The ra lead was removed and a new ra lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the lead appeared to have been stretched. It was also noted that there was blood in/on the helix/lobe mechanism and there was apparent explant damage.